Event description:
It was reported that this patient contacted boston scientific technical services (ts) stating that they were observing a flashing red call doctor (rcd) icon on their remote monitoring communicator. This is an indication of a possible problem with the patients implanted pacemaker system and the device data was unable to be transmitted by the communicator. The communicator was power cycled, a forced call was completed, and the communicator was noted to have successfully connected and transmitted device data. The communicator issue was resolved. A subsequent review of remote monitoring data from the patients pacemaker device indicates continuous high out of range pace impedance measurements greater than 3000 ohms on the right ventricular (rv) lead. The high out of range measurements started seven days after the pacemaker system was implanted and the system was implanted approximately 19 months ago. The pacemaker device and rv lead remain in-service. No patient symptoms or adverse patient effects were reported.